Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4) for the reported issue of stent migrated. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaints that were opened to address a general complaint regarding wallflex fully covered esophageal stents. Refer to manufacturer report # 3005099803-2013-11368 and # 3005099803-2013-11369 for the other associated device information. According to the complainant, wallflex fully covered esophageal stents have a tendency to migrate. The physician was not able to provide an exact number of specific migration events or details of the events. Boston scientific has been unable obtain additional information regarding the circumstances surrounding these complaint to date. Should additional relevant details become available a supplemental report will be submitted.